Manufacturer narrative:
The pump passed the error test. No alarms were noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed unexpected restart. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.